Event description:
Seven months after treatment of a lesion with two cypher stents, restenosis was found.

Manufacturer narrative:
Percutaneous coronary interventi8on was performed in a chronic total occlusion lesion in the proximal right coronary artery. After deployment of the cypher, the flow was recovered. Six months later, percutaneous coronary intervention was performed on the distal left circumflex of unknown lesion length and vessel diameter. It is unknown if pre-dilation was conducted. Deployment fo the cypher was difficult due to the flexion in the vessel. However, a 2.5x18mm cypher and a 2.5x23mm cypher were implanted at the target lesion. Implant details were unknown. Post dilation was conducted with a 2.75/length unknown at unknown inflation pressure. Seven months later, coronary angiography was conducted and there was 90% restenosis observed in the circumflex but none in the proximal right coronary artery. Ivus was conducted and the strut of the stent couldn't be observed at section of the restenosis. The vessel lumen was narrow. In addition, there was little vessel endothelia proliferation inside the implanted stent. To treat the restenosis, pre-dilation was conducted with a 3.0xlength unknown potenza balloon and a 3.0x18mm cypher stent was implanted inside the initially implanted cypher. Post-dilation was conducted with the same balloon used for the pre-dilation. This product is not available for testing and evaluation. Please not that this product (lot no i0105052), is not distributed in the united states. Howeverit is similar tot he united states distributed product, this is one of two products used in the same procedure that were submitted under the following manufacturing number 9616099-2006-00694.